Event description:
Additional information was received reporting the lesion characteristics were medium internal carotid artery (ica) aneurysm. Vessel tortuosity was moderate. There was no patient injury, just the device took awhile to finally open and did eventually open. No patient symptoms or further complications were reported as a result of this event. It was well opposed after it opened. The device and any accessories were prepared as indicated in the IFU. Physician was well beyond the proximal bumper and yet device failed to open. He then wagged the wire repeatedly and started to open but barely. When he went to recapture the wire, device was pushed forward and then became opposed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline device opened fine throughout the deployment except proximally. It did not open and re mained constrained even after the physician pushed the wire past the proximal bumper. The physician had to wag the wire in order for the proximal end from the resheathing marker until the bumper to open. The device was deployed and implanted, so no replacement is needed. The anatomy was a straight segment.